Event description:
The user facility reported that they had a left heart catheterization (lhc) with percutaneous coronary intervention (pci). The patient had coronary artery disease. The case went perfectly. During closure the angio-seal came "unclicked" as the doctor was pulling up on the device. He was able to put it back together and complete the closure. The device clicked together and clicked to set the anchor. Then came apart. The closure was perfect after the save. Percutaneous coronary intervention (pci) fixed the lesion. Estimated blood loss was less then 250cc. There were no other devices or equipment used with the reported product. Additional information was received on 21jan2025: there was an angio performed.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: bsn rn - director of operations. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).